Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the "right" side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; b5. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir right side rupture. Capsulectomy was performed. Device has been explanted.